Event description:
During a procedure using an ambient hipvac wand, parts of the tip fell off while inside the surgical site. The detached part could be removed from the joint. No patient harm. No significant extension of surgery time.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with dried tissue present on the screen. There is a significant amount of scuff marks present on the spacer and scratch marks on the exposed shaft. The tip does not show any detachment of components. There are no manufacturing abnormalities visually observed with the returned device. The wand was connected to a compatible controller and registered an e-7 error. The error was by-passed and the wand was activated in saline solution at the default and max settings on the controller and performed as intended. The suction line was tested and performed as intended. The complaint could not be verified and the root cause could not be determined with confidence as the tip does not show any signs of detachment. It is possible that loose tissue or another component from another device used in the procedure could have detached and given the user the perception that parts of the tip had fallen off inside the surgical site. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Device was received on 10/12/2017.